Event description:
Pt underwent a bilateral carotid and vertebral angiogram. For perclose application, a right groin angiogram was performed. The pt qualified for the use of the perclose closure device and the puncture site was closed accordingly. Six days later, pt presented with cool right leg, dusky in color. The following day a right common femoral artery endarterectomy with vein angioplasty was performed.